Event description:
Information received indicates the device size was labeled as 22 mm. During the case a measurement taken during prep by the implanter, showed a measurement less than 22 mm. The device was not used and was replaced.